Manufacturer narrative:
(B) (4). Injector lot number search, cartridge lot number search, lens work order search. Results: both injector and cartridge lot number searches were performed and no similar complaints were found in either lot number search. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, lot number searches and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
.The reporter stated the surgeon inserted a 4.0 diopter aq5010v silicone three piece lens and the injector plunger overrode and tore the haptic off. The reporter stated the surgeon decided to leave the lens in the eye, the lens was positioned well and the patient is very happy with the implant. There was no patient injury. The reporter stated the surgeon felt the injector was the cause of the lens damage. The injector and cartridge were discarded. The reporter stated the patient will be monitored.